Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak on the inside of the cassette door of patient¿s cycler after ending patient¿s pd treatment. The caregiver reported receiving an air detected in cassette alarm during fill 1 of 5 treatment and called the pdrn who instructed a bypass of all treatments and to try starting treatment again. The alarm of air detected in cassette was noted again. The pdrn said to cancel treatment and forego alternative treatment and try again the next day with a new cycler set. The treatment was cancelled. In a follow up, the caregiver said the following day a call was made to tech services and it was explained that the night before when the cassette was removed it was observed as being damaged on the inferior part of cassette and there was fluid on cassette and in the module. The caregiver was instructed to return the cycler and a new unit would be sent to the patient. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak on the inside of the cassette door of patient¿s cycler after ending patient¿s pd treatment. The caregiver reported receiving an air detected in cassette alarm during fill 1 of 5 treatment and called the pdrn who instructed a bypass of all treatments and to try starting treatment again. The alarm of air detected in cassette was noted again. The pdrn said to cancel treatment and forego alternative treatment and try again the next day with a new cycler set. The treatment was cancelled. In a follow up, the caregiver said the following day a call was made to tech services and it was explained that the night before when the cassette was removed it was observed as being damaged on the inferior part of cassette and there was fluid on cassette and in the module. The caregiver was instructed to return the cycler and a new unit would be sent to the patient. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is available to be returned to the manufacturer for physical evaluation.